Event description:
Information received via a clinical study report indicates the patient presented in the ER in 2006 with signs of infection including, fever, tenderness, swelling and redness around the pulse generator site implanted in the left chest. The patient had been experiencing these symptoms for 3 to 4 days prior to this admission. The patient was admitted to the hospital, started on IV antibiotics, and had blood cultures taken. The blood cultures came back negative. The patient's symptoms improved but remained in the hospital for observation. Concomitant medications taken at the time of the adverse event include: sinemet, lorazepam, mirapex, zoloft, baclofen, temazepam. The IV antibiotics used to treat the infection were zosyn, clindamycin, and vancomycin. The adverse event is reported as ongoing. A follow up report will be sent when additional information is received.